Event description:
Customer called to report that the access 2 immunoassay system generated an erroneously elevated bhcg (beta human chorionic gonadotropin) result above the normal range of the assay for one patient. Repeat testing of the patient sample and testing of a second sample produced results of 0 milli international units per milliliter (miu/ml) that were not questioned by customer. Customer reported that there was no death, injury or change to patient treatment attributed to or associated with this complaint. Customer declined an onsite service visit for examination of the instrument for this event and did not report observing any hardware or software issues in connection to this event.

Manufacturer narrative:
Customer reported that qc (quality control) was performing within the established limits on the morning of the event; however, customer indicated that qc issues were observed just days before the event had been addressed and resolved by ensuring that the storage of the qc material was appropriate. Customer provided data for a passing system check that was performed on (B)(6) 2012. The cause of this event is unknown and could not be determined based on the supplied information. Service was not dispatched to verify hardware performance and customer did not provide any system or sample related information that could be attributed to be the cause of the event. (B)(4). Customer declined onsite evaluation